Event description:
During injection of embolic material into an aneurysm, the embolic material was observed outside of the catheter, 10-15 cm from the tip. The pt was reported as doing well, with no neurological deficit.